Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue had occurred during planned non-emergency treatment and the procedure was completed by transferring the patient to an adjacent room. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system unable to perform geometry movements. Analysis of the log file confirms the malfunction in geometric movements. Upon troubleshooting, rse found that the system inability to perform geometry movements, was related to errors in the enmv (enable movement at start up). The cause of the issue was the system being shut down and restarted too quickly. To resolve the issue, rse performed three restarts. After the third restart, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.